Event description:
It was reported that during a lap nephrectomy procedure, the clips failed to form. Opened a second and third instrument which both had the same problem. Then the surgeon used another product and completed the operation. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.